Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. A call to technical services was placed on (B)(6) 2014 informing patient had infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).